Event description:
Additional information received on 06/26/2026 from the reporter for report number mw5189802. (B)(6) / this report is a follow-up to my FDA report which was initially submitted on june 17 2026 in reference to my st jude/abbott proclaim sn/asr 460 spinal cord implant. I had a meeting with the abbott territory manager at my pain management doctors office on (B)(6) 2026 to discuss the issues with my implanted battery functioning incorrectly as the apple handheld remote device has been inoperable and continues to show a message that the generator is not connected. The representative was able to activate my implanted battery using an enclosed magnet device. Using his tablet he was able to adjust various settings that had been previously adjusted in (B)(6) 2025 by an abbott representative in an effort to help alleviate the pain I have been experiencing in my cervical, left arm/hand region. After attempting various settings to target those areas, unfortunately it was not successful. He concluded the possibility of a shift with the implanted left lead might be the cause since he was unable to pinpoint why stimulation was not being achieved in the areas between my upper neck and hand. I discussed with him that I believe that the implant had not provided substantial pain relief at this point. He informed me that although the implant was almost at the 9 yr mark, the implanted battery was currently at 70% capacity, suggesting it could potentially last for another 2 years before needing a replacement. He recommended that I contact the abbott toll-free number and explain that the remote control is not holding a charge. He stated that the remote would be replaced with a newer model as the one I possessed was "so outdated that he had not encountered a similar one during his seven years of employment with abbott". I also inquired about a lump located at the base of my neck which has been present since my implant surgery in 2017. He examined it and concluded that it felt like a lead, noting that he had not seen such a lump in other patients who had undergone the same implant surgery. He subsequently communicated with my nurse practitioner to request x-rays of my cervical and thoracic region to visualize the position of the implanted leads . I have since had those x-rays completed at (B)(6) on (B)(6) 2026. Please note that the issue and expiration dates are approximate / product details: ongoing issues with the st jude neuromodulator spinal cord implant model snasr 460 implanted in 2017. Pt code: 2687. Device codes: 1085, 2885.

Event description:
(B)(6) / I am writing to formally report ongoing issues with my st. Jude/abbott proclaim sn (B)(6) neurostimulator, which was implanted on (B)(6) 2017. The handheld remote has consistently failed to connect with the stimulator battery. While I have met with abbott representatives multiple times to restore the battery connection using the provided magnet, the device continues to disconnect. I am currently unable to establish a connection and I suspect either a hardware failure in the remote or that the implant battery is no longer holding a charge. I have previously noted that the remote does not maintain a charge to an abbott representative, but a replacement has not been offered. This lack of connectivity has resulted in a significant increase in my cervical pain, severely affecting my neck mobility and daily activities. To manage this, I have had to undergo numerous cervical esi (epidural steroid injection) and a series of rfa (radiofrequency ablation) procedures under sedation over the last several years which I contribute to the failure of the implant battery and remote. Following a discussion with an abbott representative earlier today, we have a scheduled meeting at my pain drs. Office on (B)(6). The purpose of this meeting is to assess whether a new battery implant will be necessary, given that the expected lifespan of these devices is typically between 6-7 years as I was informed during our conversation. Today is the first instance in which I have been informed of a potential replacement based on the timeframe of my current implant. * dates of expiration dates and the on onset of the problem are approximate. Additional product details: I am experiencing ongoing issues with my st. Jude/abbott proclaim neuromodulator, model asr460, which was implanted in 2017. The apple remote consistently fails to retain a charge preventing me from verifying the connection status of the implanted battery.